Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer contacted emergency medical services and was hospitalized due to high blood glucose level of 300 mg/dl. The customer specified other relevant blood glucose levels as 700 mg/dl. Customer did not experience any symptoms related to high blood glucose. The product will return for analysis.